Manufacturer narrative:
(B)(4). A device sample has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during removal of the memobag from the abdomen of the patient, the wire broke/detached leaving the memobag in the abdomen. The memobag remained in the abdomen without a way to remove it as the trocars had been already removed. Trocars were re-inserted and a new memobag was used which lead to an extension of the operation duration. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device is not available for examination. The root cause of reported defect cannot be clearly determined because of lack of information regarding reported defect from the user and unavailable defective device. As the root cause was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that during removal of the memobag from the abdomen of the patient, the wire broke/detached leaving the memobag in the abdomen. The memobag remained in the abdomen without a way to remove it as the trocars had been already removed. Trocars were re-inserted and a new memobag was used which lead to an extension of the operation duration. The patient's condition was reported as fine.